Event description:
The customer reported that during the care of the patient, the ECG rhythm did not return to the pads/paddles view as expected. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). The customer reported that during the care of the patient, the ECG rhythm did not return to the pads/paddles view as expected. There was no impact to the involved patient. The device was evaluated by a philips field service engineer and the reported symptom could not be reproduced. The device passed all testing. We are unable to determine the cause of the reported symptom.